Event description:
It was reported that during an atrial fibrillation (afib) procedure, the pump was not going from high flow to low flow frequently. There was no error message in the generator or pump. The customer had to change the interface cable between the pump and the generator and the case was completed without any patient consequence.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the pump was not going from high flow to low flow frequently. There was no error message in the generator or pump. The customer had to change the interface cable between the pump and the generator and the case was completed without any patient consequence. The 39d60x cable was replaced and solved the issue. This is a safety feature of the pump that does not allow the generator to be used in order to avoid patient injury. The chance of this failure resulting in any patient injury is remote. The 39d60x cable was replaced to address the issue reported. Cable was not sent back for testing. The issue could be just loose connection between pump and generator. This is not a generator malfunction. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The concomitant product: coolflow pump serial # (B)(4).